Manufacturer narrative:
B2, h1: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different position than desired with navigation involved, despite according to the surgeon (treating clinician): - the deviation of 2 of the 15 pilot holes and spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a verification c-arm scan, and the placements were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 5min. - there were further no remedial actions for the patient necessary, done or planned. Hospitalization was not prolonged either. H6: according to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the pilot holes and spine screws placed bilaterally in vertebra c7 with the aid of navigation deviating by ca. 3mm shifted caudal and into the foramen requiring re-positioning during the surgery, is: - a de-calibrated (and therefore inaccurate) non-brainlab c-arm that was used to acquire the pre-placement patient fluoroscopy scans with automatic image registration of the current patient anatomy to navigation that was subsequently accepted for use with navigation, in combination with the user although detecting the resulting discrepancy of the patient scan's anatomy location displayed by the navigation compared to the actual patient anatomy, trying to manually compensate for the observed deviation in the navigation. Test scans with the non-brainlab c-arm performed by a brainlab representative after the procedure revealed a deviation of the anatomy registration to navigation matching the observed deviated placements at c7, indicating that the c-arm became decalibrated before the surgery. A c-arm that loses its calibration (due to e.g. High mechanical forces at transportation inside the user facility) results in an inaccurate anatomy registration in the navigation. Apparently, the resulting deviation between the actual patient anatomy locations during the placements and the registered pre-placement patient image scan displayed by the navigation for instrument position visualization was recognized by the user with the necessary navigation accuracy verification prior to accepting the registration. However, the user decided to accept the deviating navigation registration to continue using inaccurate navigation to plan and to perform invasive surgical actions and placements by attempting manual compensation for the observed deviation. Since the navigation displays instrument positions 3-dimensionally on the patient scan imported, attempting manual human compensation for an at specific landmarks detected deviation in the navigation is unreliable and cannot be considered adequate. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. H7: brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer. The non-brainlab c-arm used at this surgery is already scheduled (by the hospital) to be inspected and re-calibrated by a c-arm manufacturer's representative, and following that to calibrate the corresponding new properties of the c-arm to the navigation by brainlab.

Event description:
An open surgery on the cervical and thoracic spine for a posterior cervical fusion (pcf) of vertebrae c3-t3, with intended placement of 15 vertebra screws bilateral for fixation (at c3-t6), was performed with the aid of the display by the brainlab spine & trauma navigation 2.0. During the procedure the surgeon: - with the patient in prone position attached the navigation reference array on the spinous process of vertebra t2. - acquired an intra-operative c-arm scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. - verified the registration and determined the navigation accuracy to deviate by ca. 3mm, nevertheless decided to accept the registration for use with navigation. - used the navigated pointer with instrument position display on the patient scan to determine the entry point in the vertebra, and used a non-navigated burr to open the cortical bone. - calibrated a non-brainlab drill guide, a non-brainlab tap, and a non-brainlab screwdriver to the navigation for instrument position display. - starting with the vertebra c2 right, created a pilot hole drilling through the navigated drill guide, the navigated tap to thread it, and the navigated screwdriver to place the spine screw into the pilot hole. - used the same navigated method to place the spine screws into vertebrae c2 left, t3 left, t3 right, t2 left, t2 right, t1 left, t1 right. - acquired another intra-operative c-arm scan with automatic image registration to the navigation, with the reference array remaining on t2. - verified the new registration to navigation and determined the navigation accuracy to deviate by the same amount as for the first scan, again decided to accept the registration for use with navigation. - used the same navigated method as before to place the spine screws into vertebrae c7 left, c7 right, c5 left, c4 left, c3 left, c3 right, c5 right. - acquired a verification intra-operative c-arm scan and determined that of 2 of the 15 screws placed deviated from their intended position, the screws on both sides of c7 deviated by ca. 3mm shifted caudal and into the foramen, without affecting a critical structure in the spine. - decided to remove the deviating spine screws, and re-placed them to their correct positions using the aid of navigation. - completed the surgery successfully as intended and closed the patient. According to the surgeon (treating clinician): - the deviation of 2 of the 15 pilot holes and spine screws placed with the aid of navigation was detected by the surgeon before finalizing the surgery with a verification c-arm scan, and the placements were corrected to their intended positions with navigation at the very same surgery. - the final outcome of the surgery was successful as intended, with all placements correct at the end of the surgery. - there was no direct (or increased) risk to harm a critical structure due to the deviating placements. - there was no harm nor negative effect to the patient due to the deviating initial placements, also not due to surgery/anesthesia prolongation of ca. 5min. - there were further no remedial actions for the patient necessary, done or planned. Hospitalization was not prolonged either.